Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through a follow-up communication, livanova (B)(4) learned that the facility follows the cleaning procedure with puristeril according to the instructions for use (fu). The involved device is a loaner unit and the customer reported that disinfection was carried out upon receipt of the loaner and new hoses and hansen connectors were fitted. The latest information from the customer was that the device is still in use and undergoing weekly disinfection and daily change of water. It is planned for the loaner device to be returned to livanova for the deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chelonae. There is no known patient involvement.